Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced infusion set tubing was leaking at the cannula on (B)(6) 2024. The infusion set was in use for within 12 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.